Manufacturer narrative:
(B)(4). The sample was discarded due to chemotherapy contamination. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the reported condition could not be confirmed, as a sample was not returned. Therefore no root cause could be determined. The lot number was unknown; therefore a batch review could not be performed.

Event description:
The customer had contacted baxter corporate surveillance regarding a clearlink buretrol set. The customer had stated that the product is emptying out. The customer stated that buretrol is working fine at the first infusion, but get no flow at all for the second or third infusion. The customer stated that sometimes the nurse will try to straighten the tubing and then the buretrol will start flowing again. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.